Manufacturer narrative:
Follow-up #1 date of submission 12/30/2015. Device evaluation:the pump has been returned and evaluated by product analysis on 12/15/2015 with the following findings: a review of the black box data showed no activity related to the complaint. A visual inspection of the pump showed that it was undamaged. The pump powered on normally and no overheating or alarms occurred during testing. The pump¿s current draws were found to be within specifications. The pump cover was opened and no damage was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.